Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 a leaking administration set. It is unknown when this incident occurred. It is unknown what unit this incident took place in. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The customer returned one actual sample of product code emc3320m, lot number 10c24v878d. Visual inspection of the sample found that all components were present, in the right position and complete. The returned sample was under water pressure tested and a leak was found between the tubing to the chamber. Further investigation showed the leak occurred due to a damaged chamber. The root cause is unknown at this time. Malt-CAPA-(B)(4) has been opened to investigate the root cause. A batch review was performed for the reported lot. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4)